Event description:
The following alleged component failures were identified in the bone & joint journal article, "excellent mid-term follow-up for a new 3d-printed cementless total knee arthroplasty." 2 events were noted for pain and instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.